Event description:
Boston scientific crm received information that this right ventricular lead had slightly pulled back from position. The lead was successfully repositioned and remains in service with no further issues. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. Should additional inofmation become available, this event would be updated.